Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements. Please refer to the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable pacemaker has been experiencing fatigue. It was noted that the patient performs high impact exercise. Reprograming of the minute ventilation (mv) and accelerometer response were performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the mv rate response was not as expected after the reprograming. Reprograming was performed once again with better results. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the patient has been experiencing shortness of breath. The device was evaluated and is performing accordingly. Reprograming of the device due to the patient condition was performed. This device remains in service. No adverse patient effects were reported.